Event description:
It was reported that the device connector section at the cable was cracked. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: there is a crack on the side of the video connector, the main unit is flooded. Corrosion at the electrical contact point of the video connector, and corrosion on the scope mount. A definitive root cause cannot be identified. Since the equipment in question was manufactured 15 years prior to the date of manufacture, a DHR review cannot be performed. This issue is addressed in the instructions for use (IFU): in the instruction manual for safe use handling and general precautions, the following is described in the caution section: ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the device connector section at the cable was cracked. There was no patient involvement, no harm reported due to the event.